Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he got a new insulin pump yesterday and switched it out with the old pump. Customer had a severe insulin reaction and his wife called the paramedics because he was unresponsive. Customer requested assistance with programming the pump. Customer mentioned that his blood glucose was 102 mg/dl before he went to bed. Customer ate some gluten free crackers and then hooked up to the new pump right before lunch. Customer's blood glucose was 30 mg/dl at the time of the incident. Customer's current blood glucose is 278 mg/dl. Customer thinks he treated with glucagon. Customer stated that when he got his blood glucose was 328 mg/dl when he got up. Customer stated that the blood glucose reading of 278 mg/dl was due to a hangover from the glucagon and it was treated with the pump. Customer hooked up to an IV and given a tube of glucose. Customer was advised to monitor his blood glucose and the pump.